Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced diaphragmatic stimulation in bipolar configuration. The left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was doing well post surgery and would continue to be monitored.